Manufacturer narrative:
Pump received with no (act up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had button error. Customer's blood glucose value was 60 mg/dl. The device will return for analysis.